Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0652, awareness date 18-aug-2015 ). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer reported that since insertion she experienced pain, fatigue, sore joints, headaches, nausea, pain with intercourse, fibroids, depression, long and heavy periods, foggy brain, mood and emotional all the time. She is (B)(6) and is scheduled for a hysterectomy on (B)(6) 2015. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was experiencing pain after essure (fallopian tube occlusion insert) insertion. According to her, a hysterectomy was scheduled. The reported events was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, as consumer stated her pain started after essure insertion; causality with the suspect device cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was experiencing pain after essure (fallopian tube occlusion insert) insertion. According to her, a hysterectomy was scheduled. The reported events was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, as consumer stated her pain started after essure insertion; causality with the suspect device cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.